Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The insulin pump received hardware low level failure alarm. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump did not pass self test and there was recurrence of the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer declined the troubleshooting for high blood glucose. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. Hardware low level failures confirmed in pump history with variable due to broken trace at keypad assembly . No audio anomalies noted during testing. Audio levels changed when adjusted. Audio of alarm not confirmed.